Manufacturer narrative:
The pump was received with a pump error 38 alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor or occlusion tests due to the pump error 38 alarms. The pump was also received with a cracked select button keypad overlay and a faded and peeling serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer started they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.